Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer and by a pharmacist, concerns a (B)(6) male patient of unknown origin. Medical history included asthma and diabetes. Concomitant medications included amlodipine besilate + olmesartan medoxomil and acetylsalicylic acid, both for an unknown indication. The patient received insulin lispro (humalog), unknown dose and frequency, subcutaneously, for the indication of diabetes mellitus type two (dm ii), beginning on an unknown date. Since an unknown date, unknown if before or after the beginning of insulin lispro treatment, the patient was very tired. No information was provided regarding corrective treatment. No information was provided regarding the outcome. On an unknown date, unknown time after the beginning of insulin lispro treatment via humapen luxura burgundy, an incorrect dosage of pen was suspected (as reported) ((B)(4)/lot 0710b06). No information was provided regarding corrective treatment. No information was provided regarding the outcome. On (B)(6) 2016 (reported as two weeks before the date of the initial report), unknown time after the beginning of insulin lispro treatment via humapen luxura, the patient developed blood glucose of 735 mg/dl, also described as hyperglycaemia, and was hospitalized. It was reported that in the hospital the patient was prescribed insulin glargine, however the patient did not start using the medication as he still had to pick it up at the pharmacy. The patient also developed increased sensation of thirst and it was reported that he drank 15 to 20 liters on some unspecified days. No other information regarding corrective treatment was reported. The patient was fully recovered from the event of blood glucose of 735 mg/dl and it was reported that the patients blood glucose was back to normal. It was reported that the patient was well adjusted and the insulin lispro treatment was continued. Follow up will not be attempted once the consumer reporter and the pharmacist reporter did not consent to be contacted. It was not reported who was the operator of the device. It was not reported if the operator was trained. It was unknown for how long this device model and the reported device had been used. Return of device was expected. If device is returned evaluation will be performed. The pharmacist reporter did not provide any relatedness opinion. The consumer reporter related the event of incorrect dosage of pen was suspected with the humapen luxura (lot: 0710806). The consumer reporter was not sure if the hyperglycaemia was due to humapen luxura (lot: 0710806), stated that it could also be related to the measuring device (as reported) and also stated that nobody could actually tell what the underlying reason was for the hyperglycaemia. The consumer reporter did not provide any other relatedness opinion. Update 01feb2016: additional information received on 28jan2016 from the initial consumer reporter and from the pharmacist on the same date was processed within initial case entry. It contained a new non serious adverse event of patient was very tired, relatedness opinion between the event of hyperglycemia and the humapen luxura, the status of treatment of insulin lispro, the information that insulin glargine was not started and medical history of asthma. Update 02feb2016: additional information received on 27jan2016 from the global product complaint database updated the lot number from 0710806 to 0710b06 which updated the device to a humapen luxura burgundy; (B)(4); updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Evaluation summary: a male patient and a pharmacist reported that the patient's humapen luxura device was not working properly and an incorrect dosage delivery was suspected. He experienced hyperglycemia. Investigation of the returned device (batch 0710b06, manufactured october 2007) found that the injection screw was broken and the foot was missing. Tool marks were observed on the injection screw, indicating the device was damaged in the field. A functional assessment could not be performed. A broken injection screw renders the device unusable. A complaint history review of this batch did not identify any atypical trends with regard to dose accuracy. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The tool marks on the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This spontaneous case, reported by a consumer and by a pharmacist, with additional information from the physician, concerned a (B)(6) male patient of unknown origin. Medical history included asthma and diabetes since 1986 (type ii diabetes mellitus). Concomitant medications included amlodipine besilate/olmesartan medoxomil, acetylsalicylic acid, metformin hydrochloride/sitagliptin phosphate monohydrate, metoprolol, omeprazole and fenofibrate; all for an unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge subcutaneously, for the indication of diabetes mellitus type two (dm ii), beginning on (B)(6) 2002. Dosage regimen was not reported. On (B)(6) 2007 he used a reusable pen (humapen ergo). On an unspecified date, he started to use another reusable pen (humapen luxura, burgundy). Since an unknown date, unknown if before or after the beginning of insulin lispro treatment, he was very tired. On an unknown date, an incorrect dosage delivery due to the humapen luxura was suspected (pc (B)(4)/lot 0710b06). Around (B)(6) 2016, he experienced hyperglycaemia with a blood glucose value of 735 mg/dl; therefore he was hospitalized and his blood glucose value was of 729 mg/dl. He also developed increased sensation of thirst and it was reported that he drank 15 to 20 liters on some unspecified days. On an unspecified date he was fully recovered from the hyperglycemia and it was reported that his blood glucose was back to normal (no results, baseline results or reference values were provided). As of (B)(6) 2016 in the hospital he had been prescribed with insulin glargine, but he did not start using the medication as he still had to pick it up at the pharmacy (conflicting information, start date of insulin glargine reported as (B)(6) 2016). Further hospitalization details were not provided. On an unspecified date his glycosylated haemoglobin reading was of 8.1% (no baseline results or reference values were provided). Information regarding corrective treatments and outcome of the remaining events was not provided. Insulin lispro treatment was continued. The patient was a trained operator of the humapen luxura. It was unknown for how long this humapen luxura model had been used. The humapen luxura was returned on 02feb2016. The approximate age of the device was almost 9 years. There was evidence of improper use. The tool marks on the device occurred while in the field (not related to the manufacturing process). The reporting physician did not assess the event of hyperglycaemia as related to the humapen luxura but did not provide an assessment of relatedness between the events and insulin lispro. The reporting pharmacist did not provide any relatedness opinion. The reporting consumer related the event of incorrect dosage of pen was suspected with the humapen luxura (lot: 0710806). The consumer reporter was not sure if the hyperglycaemia was due to humapen luxura (lot: 0710806), stated that it could also be related to the measuring device (as reported) and also stated that nobody could actually tell what the underlying reason was for the hyperglycaemia. The consumer reporter did not provide any other relatedness opinion. Update 01-feb-2016: additional information received on 28-jan-2016 from the initial consumer reporter and from the pharmacist on the same date was processed within initial case entry. It contained a new non serious adverse event of patient was very tired, relatedness opinion between the event of hyperglycemia and the humapen luxura, the status of treatment of insulin lispro, the information that insulin glargine was not started and medical history of asthma. Update 02-feb-2016: additional information received on 27-jan-2016 from the global product complaint database updated the lot number from 0710806 to 0710b06 which updated the device to a humapen luxura burgundy; added the product complaint number (B)(4); updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 17-feb-2016: additional information received from the physician on 15-feb-2016. Added the physician as a reporter. Updated patient details and insulin lispro start date. Added metformin hydrochloride/sitagliptin phosphate monohydrate, metoprolol, omeprazole and fenofibrate as concomitant medications. Added the non-serious event of glycosylated haemoglobin increased. Added conflicting information regarding insulin glargine start date. Upon review changed the causality as reported of hyperglycaemia from not reported to unknown. Updated narrative with new information. Update 21mar2016. Additional information received 17mar2016 from the product complaint safety database. On the device tab entered the return date, date of manufacture, approximate device age, changed malfunction to yes, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch fields, and the narrative was updated accordingly.